Event description:
Additional information received from the patient reports they were unable to change a setting to where the patient was not having several (3 to 4) accidents a day. The patient did not know the circumstances what happen. The patient will make an appointment with the doctor. She took an x-ray. The ¿stem¿ had moved and we were now waiting for insurance to approve the surgery to correct it and to put in a new battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.